Manufacturer narrative:
(B)(4). Product will not return; customer retained the product since is comfortable with the blood glucose reading obtained during the initial call most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer with follow up phone calls to know whether the symptom persist; unable to talk to customer.

Event description:
Costumer initially called for assistance with error messages,customer assisted with the proper testing technique;customer tested during the call and obtained results of 180mg/dl. The customer's expected fasting blood glucose test result range is 120-150mg/dl. The customer reported symptom of feeling lethargic. Customer advised to seek medical attention;customer declined. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date unknown. Customer is comfortable with the blood glucose test reading during the call and states that he does not doubt the result. I will follow up with customer in 24hours. Customer did not wish to have products replaced as is satisfied with the results.